Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the patient blood glucose levels started to rise. The home care patient reported that they observed that the plastic cannula of the infusion set was slightly dislodged and there were air bubbles in the tubing. According to the home care patient their blood glucose levels rose to 400 mg/dl due to the interruption in insulin therapy. The home care patient reported that they administered an insulin injection to resolve their high blood glucose. No permanent injury to patient reported.